Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. The unit was returned for failure analysis, and the reported arm 3 faulted was confirmed and replicated. In logs, the 319 error was found, indicating node 192 was not present at startup, confirming the fault occurred in the field. Upon visual inspection, a badly misaligned rolling loop was found that would be related to the reported event. The unit was installed onto a patient side cart fixture test platform (pftp) where the fiber test and check. All boards were found to be failing on the rolling loop and board respectively, replicating the reported event. Once testing was completed, the rolling loop fiber was tested and verified to be the source of the fault. As a result of this investigation, failure analysis has concluded that the rolling loop fiber was found to be the root cause of the reported event. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, it was reported that a fault occurred on arm 3 during a procedure, and the arm was disabled so the procedure could continue. System logs were reviewed and a 319 fault for universal surgical manipulator (usm3) on a specific node was identified, indicating the node was not present at startup. The procedure was completing as planned with no reported injury.